Event description:
Following deployment of a 23mm sapien xt valve, the patient developed complete heart block (chb). The escape rhythm was a junctional rhythm with a rate of 40-45 bpm with stable hemodynamics. The temporary pacemaker was secured in place and set to a rate of 60 bpm. Post deployment transesophageal echocardiogram (tee) revealed abnormal flow from the left ventricular outflow tract (lvot) to either the right atrium or right ventricle. No extravasation above the aortic valve was observed on aortogram. The pigtail catheter was used to re-cross the valve into the ventricle into the ventricle. Ventriculogram did show a very small jet of contrast from the left ventricle into what appeared to be the right ventricle. Pulmonary artery saturation was not significantly elevated. Echocardiography suggested a small membranous ventricular septal defect (vsd). Upon evaluation, it was determined to be a restrictive left-to-right intracardiac shunt (membranous vsd). The shunt originated in the lvot immediately proximal to the aortic valve near the interface of the native ncc and rcc and exited at the tricuspid annulus. The area of the shunt measured 0.15cm2. Oxygen saturation indicated the shunt was stable and no actions were taken. A permanent pacemaker (ppm) was implanted post operative day (pod) 1. At the time of this report, the patient was in stable condition and doing well. It was perceived that patient factors (pre-existing lbbb, small anatomy) may have contributed to the chb and vsd. The native annulus measured 22.9mm x 17.8mm by CT (valve area of 317mm2). Moderate annular calcification was reported.

Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Ventricular septal defect (vsd) is an infrequent but known potential complication of the tavr procedure and can occur with bav or valve deployment. A small vsd may not require treatment and may be treated conservatively. A larger vsd can cause hemodynamic instability and will require surgical intervention. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, procedural factors ((pressure from the implanted valve on the cardiac structures), in addition to patient factors (pre-existing lbbb, moderate annular calcification, small anatomy) likely contributed to the chb and vsd. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.